Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an increasing pacing lead threshold accompanied by a rise in impedance from values in the 600 ohms range to approximately the 1200 ohms range. No additional diagnostic testing or confirmatory evaluation was performed to further assess the anomaly. This rv lead was replaced with the same model. No additional adverse patient effects were reported.